Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, as the device was being discharged, there was a breaking sound and it became unusable. A new stapler was opened and used for the remaining staple line. The surgeon oversewed the line as an extra precaution.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted an reload was attached to the instrument. An access hole was cut into the instrument for evaluation of the internal components. Sheared teeth were observed on the firing rack. The instrument could be fired without a reload being loaded onto the instrument. The tube housing exhibited a crack at the distal end of the instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The damages observed in the unit received (cracked tube housing, broken rack teeth and seized rod and bushing) are compatible with misuse of handle received; bending/flexing of handle while loading or after sulu is loaded may cause tube housing to crack and/or rod to seize, firing on over-indicated tissue or over obstruction may cause rack teeth to break. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of sheared teeth on the firing rack that has no relationship to the reported condition. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.